Event description:
On (B)(6) 2024, the patient left work around 530pm and went home.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient left work around 530pm and went home. Once the patient was at home, he took a shower and went to bed. The patient then woke up around 11pm and noticed he was ¿drenched in sweat¿ and had vomited in his sleep. The patient then took another shower to clean up. No cgm/bg meter values were reported for this event; however, the patient alleged an inaccuracy issue. The patient stated the dexcom was inaccurate leading to him to not know that he was ¿low¿. The patient was wearing an omnipod 5 insulin pump. There was no report of treatment. There was no report of medical intervention. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.